Manufacturer narrative:
A philips remote service engineer (rse) was able to confirm that the speaker did not produce sound. The rse crosschecked and confirmed the issue was with the main board of the device. Based on the information available and the testing conducted, the cause of the reported problem was a faulty main board. The reported problem was confirmed. The customer was ordered a replacement main board to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. Box e: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on the efficia cm10 indicating that the equipment was showing a speaker malfunction message. It was unknown at the time of the report if the speaker could produce sound. The device was not in clinical use at the time the issue was discovered. No adverse event or harm was reported.